Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR: the device was returned for evaluation. A damage was observed in the proximal side femoral marker and a separated femoral marker was moved on the imaging window area. A damage was observed in the female connector of the extension tube and a broken part was stuffed in the flush port. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.(B)(4).

Event description:
Reportable based on the device analysis completed on 17feb2016.it was reported that lost image occurred.the target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). An opticross imaging catheter was selected for use to view the target lesion. During percutaneous coronary intervention (pci), it was noted that catheter lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.however, device analysis revealed a damage at the femoral marker/marker flakes off.